Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibited premature battery depletion due to increased power consumption. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibited premature battery depletion due to increased power consumption. A request was made to have data from this device analyzed. It was also noted that a morphology change was observed on the shock channel during a threshold test; while the device's pacing rate was 110 bpm, the patient showed an escape rhythm at 33 bpm. Data analysis confirmed the battery appeared to be depleting more quickly than expected and the integrity of the associated right ventricular (rv) lead was questioned. Device replacement was recommended. This device and rv lead were subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature discharge of the battery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibited premature battery depletion due to increased power consumption. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature discharge of the battery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibited premature battery depletion due to increased power consumption. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.